Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient experienced blockage which is located at the site. Blood glucose is high and is treated by correction injection via multiple daily injections. No further information was available.